Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample involved has not been returned for evaluation. Without the actual sample, a thorough investigation can not be performed. Additionally, further information about the event was not obtainable without the actual contact information for the reporting user facility. No specific conclusion can be drawn as to the cause of the reported event. All available information was forwarded to the actual manufacturer, b. Braun (B)(4) for informational purposes. If additional pertinent information becomes available or the sample is returned, a follow up report will be provided.